Manufacturer narrative:
(B)(4). Product was not returned for evaluation the devices were not returned for review, therefore their conditions cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.

Event description:
It is reported that four femur fractures occured intraoperatively; all were nondisplaced and treated with a cerclage cable through the anterior incision. Two of the four intraoperative fractures occured with the reamed stem. The prosthesis was retained in all four cases.